Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant when this right ventricular (rv) lead was tested with the pacing system analyzer (psa) the pacing thresholds were not normal while the pace impedance measurements were normal. The physician attempted to retract the helix to reposition the lead but the helix did not retract. The lead was removed and the helix was retracted on the table. The lead was not implanted and will be returned. The procedure time was extended. No adverse patient effects were reported.